Manufacturer narrative:
G4: (B)(6) 2020. B4: 01oct2020 . During the investigation, additional information revealed that the reported issue of primary alarm failure was found during testing and did meet the criteria for the non- reportable event for the v60 ventilator. This issue is unlikely to cause or contribute to a death or serious injury. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 25sep2020; b4: 25sep2020. A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty power management printed circuit board assembly (pm pcba). The fse replaced the pm pcba. The device passed performance verification testing and was placed back into service. Following the repair, the device was returned to the customer to be placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01sep2020.

Event description:
It was reported to philips that the device had a primary alarm test failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.